Event description:
It was reported that the patient had an infection and growth was noted on the right ventricular lead. The device was explanted. No further patient complications were reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. (B)(4).